Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 instrument, there were an unknown number of false negative results. There was no report of impact to patient or user.

Manufacturer narrative:
Investigation summary: catalog # 445870, s/n (B)(6): this complaint reads as an inquiry regarding false negatives. Bd service provided instructions/information to the customer and the case was closed. No other information was provided. The root cause of this complaint cannot be determined. There was no malfunction of the instrument reported and as such this is an unconfirmed complaint. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no previous recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 instrument, there were an unknown number of false negative results. There was no report of impact to patient or user.